Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to site to test the equipment. Representative reported that left and right door panels were replaced. Issue resolved. A system checkout was performed and ]the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect panels have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the gantry door of the imaging system would not fully close. It was reported that the covers were not fully closing around the system. Site mentioned that the image acquisition system (ias) pendant displayed door open when the door close button was held down. The imaging system was removed from around the patient. Site used c-arm to complete the case. A medtronic representative recommended site to reboot the imaging system. No further information was provided. The procedure was completed without the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.